Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation si complete a follow-up medwatch will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "This ventilator was sent in for repair on call (B)(4). When he received this ventilator back, he ran a check out and noticed the ventilator did not audibly alarm. He checked the connection on the rear panel. He also noted this unit has been plugged in since he received it back and the battery indicators are blinking amber."